Event description:
As reported by the legal brief, the patient underwent placement of the optease vena cava filter.   Additional information received per the medical records indicate that the patient had a history of degenerative disc disease, osteoarthritis of spine, diabetes, hyperparathyroidism, microscopic hematuria, dementia, liver mass removal, hypertension (htn) and deep vein thrombosis (dvt) left lower extremity (lle). The patient also had a history of pulmonary embolism (pe), diabetes, thrombocytopenia, vitamin d deficiency, ¿post concessional syndrome¿, tricuspid valve insufficiency and dysphagia.   Three days before the index procedure the patient was admitted with acute bilateral pulmonary embolism. Imaging noted left leg dvt and intravenous (IV) anticoagulation was initiated. The indication for filter placement was bilateral pe. Using ultrasound guidance, the filter was placed via the patient¿s right internal jugular vein. The filter was placed with its hook in the cephalad positioned at the l1-l2 level. The filter was successfully deployed in to the infrarenal area. There were no reports of complications, the patient tolerated the procedure well.   The brief states that approximately six days after the index procedure, the patient was re-admitted to the hospital after he began suffering from severe chest pain and acute myocardial infarction (mi). An emergency cardiac catheterization was performed revealing the filter had migrated to the patient¿s heart, causing the right ventricle and right atrium to become obstructed. Subsequently, the patient was stabilized and transported to a different hospital for a higher level of specialized care.    Approximately nine days after the index procedure the patient underwent urgent open-heart surgery to remove the optease filter and repair the damage to the atrium, ventricle, and tricuspid valve. During this second admission the patient was also treated for toxic encephalopathy, acute pulmonary edema, acute respiratory failure with hypoxemia and acute posthemorrhagic anemia. Cardiac catheterization noted the migrated filter and non-occlusive coronary artery disease (cad). Subsequently, the ivc filter was removed from the heart via open cardiothoracic surgery, repair of tricuspid valve secondary to damage from ivc filter, excision of 15-pound liver mass with insertion of a percutaneous endoscopic gastrostomy (peg) feeding tube as well as blood/plasma transfusions. Acute respiratory failure was noted after the liver excision, with resolution within 24 hours. Post-surgery, the patient spent a month recovering in the hospital and four months at an inpatient rehabilitation facility. The rehabilitation facility¿s physical therapy notes states that the patient continued with feeding through peg tube.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, history includes degenerative disc disease, osteoarthritis of spine, diabetes, hyperparathyroidism, microscopic hematuria, dementia, liver mass removal, hypertension (htn) and deep vein thrombosis (dvt) left lower extremity (lle). The patient also had a history of pulmonary embolism (pe), diabetes, thrombocytopenia, vitamin d deficiency, ¿post concussional syndrome¿, tricuspid valve insufficiency and dysphagia. The indication for filter was acute bilateral pulmonary embolism with left leg dvt. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. Approximately six days after implant, the patient had severe chest pain and an acute myocardial infarction (mi). Cardiac catheterization was performed revealing the filter had migrated to the patient¿s heart, causing damage to the tricuspid and pulmonary valves, non-obstructive coronary artery disease, the right atrium and ventricle were obstructed. Transfer to facility with higher level of care was done. Three days later, open-heart surgery was done to remove the optease filter and repair the cardiac muscle and valvular damage. During the open filter retrieval, repair of tricuspid valve secondary to damage from ivc filter, excision of 15-pound liver mass with insertion of a percutaneous endoscopic gastrostomy (peg) feeding tube as well as blood/plasma transfusions. Acute respiratory failure was noted after the liver excision, with resolution within 24 hours. During this admission at the second facility, the patient also had toxic encephalopathy, acute pulmonary edema, acute respiratory failure with hypoxemia and acute posthemorrhagic anemia. Post-surgery, the patient spent a month recovering in the hospital and four months at an inpatient rehabilitation facility. The rehabilitation facility¿s physical therapy notes states that the patient continued with feeding through peg tube. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of the optease vena cava filter. According to the medical records, the patient had a history of degenerative disc disease, osteoarthritis of spine, diabetes, hyperparathyroidism, microscopic hematuria, dementia, liver mass removal, hypertension (htn) and deep vein thrombosis (dvt) left lower extremity. The patient also had a history of pulmonary embolism (pe), thrombocytopenia, vitamin d deficiency, ¿post concessional syndrome¿, tricuspid valve insufficiency and dysphagia. Three days before the index procedure the patient was admitted with acute bilateral pulmonary embolism. Imaging noted left leg dvt, and intravenous anticoagulation was initiated. The indication for filter placement was bilateral pe. Using ultrasound guidance, the filter was placed via the patient¿s right internal jugular vein. The filter was placed with its hook in the cephalad positioned at the l1-l2 level. The filter was successfully deployed in to the infrarenal area. There were no reports of complications, the patient tolerated the procedure well. According to the information provided, approximately six days post implant, the patient was re-admitted to the hospital after suffering from severe chest pain and acute myocardial infarction (mi). An emergency cardiac catheterization was performed revealing the filter had migrated to the patient¿s heart, causing the right ventricle and right atrium to become obstructed, non-occlusive coronary artery disease was also observed. Subsequently, the patient was stabilized and transported to a different hospital for a higher level of specialized care. Approximately nine days post implant the ivc filter was removed from the heart via open cardiothoracic surgery, repair of tricuspid valve secondary to damage from ivc filter, excision of 15-pound liver mass with insertion of a percutaneous endoscopic gastrostomy (peg) feeding tube as well as blood/plasma transfusions. Acute respiratory failure was noted after the liver excision, with resolution within 24 hours. During this admission the patient was also treated for toxic encephalopathy, acute pulmonary edema, acute respiratory failure with hypoxemia and acute posthemorrhagic anemia. Post-surgery, the patient spent a month recovering in the hospital and four months at an inpatient rehabilitation facility. The rehabilitation facility¿s physical therapy notes states that the patient continued with feeding through peg tube. Approximately one year and one month post implant the patient was seen in the office after being hospitalized for a fever of unknown origin. Approximately one year and five months post implant the patient was seen in the emergency room for cellulitis. Approximately one year and seven months post implant the patient was seen in the office for acute bronchitis. Approximately one year and nine months post implant the patient was seen in the office after being hospitalized for the flu. Two months later the patient was seen in the office for a cough and scratchy throat. Approximately three years and five months post implant the patient was seen in the office for right foot and knee pain after falling while getting out of the car. An x-ray revealed a non-displaced fracture. Approximately four years post implant the patient had a tele-medicine conference for complaints of coughing and nasal congestion. The patient was diagnosed with allergic rhinitis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional medical records had been received. The records contained references and bills for routine office visits, follow ups visits, medication refills and spontaneous illnesses. Approximately one year and one month after the index procedure the patient was seen in the office after being hospitalized for a fever of unknown origin. Approximately one year and five months after the index procedure the patient was seen in the emergency room for cellulitis. Eight days later the patient was seen in the office for a follow up visit. Approximately one year and seven months after the index procedure the patient was seen in the office for acute bronchitis. Approximately one year and nine months after the index procedure the patient was seen in the office after being hospitalized for the flu. Two months later the patient was seen in the office for a cough and scratchy throat. Approximately three years and five months after the index procedure the patient was seen in the office for right foot and knee pain after falling while getting out of the car. An xray revealed a non-displaced fracture. Approximately four years after the index procedure the patient had a tele-medicine conference for complaints of coughing and nasal congestion. The patient was diagnosed with allergic rhinitis.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, history includes degenerative disc disease, osteoarthritis of spine, diabetes, hyperparathyroidism, microscopic hematuria, dementia, liver mass removal, hypertension (htn) and deep vein thrombosis (dvt) left lower extremity (lle). The brief states that after implant (date undetermined due to conflicting reports), the filter migrated to the heart, causing the right atrial and ventricular obstruction and pulmonary emboli. The patient had urgent open-heart surgery to remove the filter and repair heart structures. During the hospital course, a tracheostomy and percutaneous endoscopic gastrostomy (peg) tube were inserted. Total hospitalization, including rehabilitation, was 4 months. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received the medical records state that approximately two months after the index procedure the filter migrated to the right ventricle. Subsequently, the patient experienced multiple pulmonary emboli and a tricuspid valve tear. Open heart surgery was performed for removal of the filter and repair of the heart valve. The records also documented that a stent was placed; however, the location and indication were not given. A tracheostomy and percutaneous endoscopic gastrostomy (peg) tube have also been inserted. Additional information received per the medical records indicate that the patient had a history of degenerative disc disease, osteoarthritis of spine, diabetes, hyperparathyroidism, microscopic hematuria, dementia, liver mass removal, hypertension (htn) and deep vein thrombosis (dvt) left lower extremity (lle). There is a discrepancy in the dates provided. The legal brief states that the patient experienced events and the filter was removed within nine days of implantation. The medical records state that the filter migrated and the patient had open heart surgery to remove the filter two months after the implantation procedure.

Manufacturer narrative:
The exact implant date is unknown, if received, it will be provided. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. Sometime after the implantation of the device, the patient was re-admitted to the hospital after he began suffering from severe chest pain. An emergency cardiac catheterization was performed revealing the filter had migrated to the patient¿s heart, causing the right ventricle and right atrium to become obstructed. The patient underwent urgent open-heart surgery to remove the optease filter and repair the damage to the atrium, ventricle, and tricuspid valve. The patient spent a month recovering in the hospital and four months at an inpatient rehabilitation facility. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The briefing discussed cardiac events that transpired due to the migration of the filter. Without images, procedural films or medical records available for review these could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. On (B)(6) 2016, the patient was re-admitted to the hospital after he began suffering from severe chest pain. An emergency cardiac catheterization was performed revealing the filter had migrated to the patient¿s heart, causing the right ventricle and right atrium to become obstructed. On (B)(6) 2016, the patient underwent urgent open-heart surgery to remove the optease filter and repair the damage to the atrium, ventricle, and tricuspid valve. Post-surgery, the patient spent a month recovering in the hospital and four months at an inpatient rehabilitation facility. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer significant medical expenses, pain and suffering, and other damages.